Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporter phone#: (B)(6).

Event description:
It was reported that the x3 parameter server has a loudspeaker error; it is unknown if the device is producing sound. It is unknown if the device was in use at the time of the event. There was no adverse event reported. A philips remote service engineer spoke with the customer and the customer will investigate the error.

Manufacturer narrative:
Good faith effort (gfe) attempts were made to obtain additional information regarding this event. However, the customer did not respond. The cause of the issue is unknown and the reported problem was not confirmed. Philips is unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. If additional information is received the complaint file will be reopened.